Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with injection fortum (1 gm, route and frequency not reported) and injection reflin (1 gm, route and frequency not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report antibiotic therapy was ongoing and the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
On unreported dates, the patient¿s peritoneal effluent was clear and the patient¿s course of antibiotics was completed. Fifteen days after the peritonitis onset date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.